Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure (1012). The customer reported there was patient involvement with no harm to the patient.